Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right atrial lead exhibited high capture threshold. On (B)(6) 2017, the patient presented for lead readjustment procedure where it was discovered that the right ventricular lead exhibited high capture thresholds as well. After readjusting the leads, the pacemaker was in backup vvi mode. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and analysis indicated that the device went into backup mode resulting from nmi. Damage was noted on the bottom edge of the can with a visible electrocautery mark consistent with damages caused by the diathermy that was used during the surgical procedure.